Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: customer reports that after insertion of a 20g needle the stylet was retracted from the hub and the safety shield failed to properly contain the needle tip. It instead was removed with the stylet and maintained in its most rear position. No injury reported.